Manufacturer narrative:
Event date: (B)(6) 2018. Date of report : 15oct2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to run the unit open-ended at 10 cm h2o for 2-hours while monitoring the blower temperature to determine if there is a hardware failure. The blower temperature plateaued at 53 degrees celsius and no problems were found. The customer stated they intended to return the unit to service.

Event description:
It was reported that the unit logged an error 1122 (high blower temperature). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.